Event description:
It was reported that this right atrial lead exhibited farfield oversensing. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).